Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose of 571 mg/dl. The customer stated that she had chest pains prior to the event. The customer's daughter also stated that the customer last changed her infusion set the morning of the event and uses a quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test, but failed the high pressure test twice. It was found that the customer's cannula was bent prior to being changed for troubleshooting. Nothing further was reported.